Manufacturer narrative:
Section a2: patient age/date of birth were not confirmed. Section b2 correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of right ventricular failure could not be conclusively established through this evaluation. The reported low flow alarms were unable to be confirmed as no log files were submitted, and a specific cause for the reported low flow alarms could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flow software was requested for the patient due to severe right ventricular failure (rvf). The patient was noted to be on inotropes.

Manufacturer narrative:
Section a: patient date of birth has not yet been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.